Manufacturer narrative:
Due to the signing certificate issue, the submission of initial report is delayed. The lot number is unknown and the products are not made available for evaluation at this time. Our distributor contacted the initial reporter to obtain the additional information. On 01-sep-2021, we received medical notes provided from the initial reporter to our distributor. It was recorded that the encounter date was (B)(6) 2021 and the type was anterior segment evaluation. The reason for visit was eye pain, and history of present illnesses showed that "location: od; severity: severe; timing: new condition; context: severe pain upon inserting her cls; mod factors: flushed and rinsed eye; assoc signs: red, pain". The information about current medications showed that "start date: (B)(6) 2021; description: maxitrol (neomycin 3.5mg / polymyxin b 10,000 unt / dexamethasone 1 mg) per 1 ml ophthalmic suspension; no known active medications". The information about allergies showed that "medication allergies: no known medication allergies; other allergies: no known other allergies. No latex sensitivity". Ocular history showed that "was previously diagnosed with keratoconus". The contact lens history showed that "no contact lenses information available". Examination results about va/iop showed that "od distance va (20/): 25; os distance va (20/): 20; rx worn: habitual glasses; va method: snellen", and all results about chair skills - medical exam showed as "yes". The slit lamp examination results showed that "adnexa od: chem; adnexa os: nl; anterior chamber od: deep & quiet; anterior chamber os: deep & quiet; bulb conj od: inj4; bulb conj os: inj1; cornea od: spk3; cornea os: clear; episclera od: clear; episclera os: clear; od iris: flat and clear; os iris: flat and clear; od iris color: green; os iris color: green; od lens: clear; os lens: clear; palpebral conjunctiva od: chem3, gpc4; palpebral conjunctiva os: gpc3; sclera od: clear; sclera os: clear". The diagnoses was recorded that "dx date: (B)(6) 2021; dx: h10.411; description: chronic giant papillary conjunctivitis, right eye; eye care plan: patient explained that she had purchased contacts from www.hubblecontacts.com. Had been wearing for the least 3 months. I explained that gpc is an allergic reaction to the contact lenses. Discontinue cl wear for 1 week, and start maxitrol qid od ¡ñ 1 week. Explained that may have difficulty wearing cls as it can take several weeks for papillae to resolve. Rtc 2 weeks". And the initial reporter also stated that the patient doesn't wish to be contacted by our distributor, and the patient claims to have discarded each pair of lenses after single use. The patient claims they did not wear the same pair of lenses on multiple days. The severe pain occurred after wearing the lenses for 3 months. No additional information was received. On 06-sep-2021, we received further information provided from the initial reporter to our distributor. The information included the patient's contact lens prescription and the patient's current outcome. The contact lens prescription showed that the initial reporter trialed the patient other brand of daily lenses, and the initial reporter stated that "she was managing well with the new dailies and pataday". No additional information was received. Symptom resolution is unknown. There's no trend of such adverse events found from the complaint cases. Based on available information, no further investigation can be performed. The root cause can not be determined. The correlation between reported product and the adverse event is unconfirmed. No conclusion can be drawn. If the additional information is received, the follow-up report will be submitted within 30 days of the receipt. Subsequent actions regarding the follow-up report will be taken and submitted in accordance with 21 cfr 803.10 and 803.56.

Event description:
The following information was obtained when searching the maude database on aug. 06, 2021. Report number: mw5102728. The event description was: "severe eye pain upon contact lens insertion. Examination revealed severe giant papillary conjunctivitis with punctate keratitis. Patient revealed that she had purchased contacts online from (B)(6). Patient had been wearing daily contact lenses for 3 months. FDA safety report ID # (B)(4).".